Event description:
Customer reported the unit will not power on after they replaced the batteries with new ones. There are no signs of battery leakage or corrosion on the battery springs and the battery springs are not bent. The customer did not provide a date when this was discovered. There was no pt incident or injury reported.

Manufacturer narrative:
Result - evaluation of the returned product confirmed the reported issue; the alarm did not power up when using new batteries or an external power supply when tested three different times. The alarm did power on when using the 9v adapter but the alarm did not sound at all during any functional tests. The alarm was missing the battery door. Note: the instructions for use on maintaining and storage of the alarm states: store the alarm in a secure place so it will not be dropped or damaged. Do not use if; battery door is missing; battery door is damaged; alarm case is damaged; or alarm case is cracked. Do not use the posey keepsafe deluxe if the audible alarm does not sound. (B)(4).